Manufacturer narrative:
(B)(4). Investigation results a visual examination of the returned complaint device found that the clip assembly was deployed and was jammed onto the bushing. It was noted that the control wire was kinked and the prongs were locked into the capsule. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not open and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip assembly mashed onto the bushing; therefore, this is now an MDR reportable event.